Event description:
It was reported that during a stenting treatment procedure the stent did not fully expand. The in-stent target lesion being treated was located in the calcified proximal left anterior descending (lad) artery. A non-bsc stent had been implanted in (B)(6) 2011. The 4.00x12mm ion stent delivery system was advanced to the lesion and deployed, however it was noted that the ion stent did not fully expand. The ion stent was post-dilated several times however it never fully expanded. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).